Manufacturer narrative:
Concomitant medical products : cocr fem head 36mm -3.5 offset 12/14 (cat# 142-36-93 / serial# (B)(4)). Integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(4)). Wedge plasma x/o sz 5 (cat# 188-01-05 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately three years post initial tha, this (B)(6) y/o male patient underwent a revision due to premature polyethylene failure. No additional information available.

Manufacturer narrative:
H3. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors. Patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. However, this cannot be confirmed as the devices were not returned and insufficient clinical information was available at the time of evaluation. H6. Appropriate term/code not available. Combination of patient conditions and device conditions. H9. Recall number added for d2 product code and prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented.